Event description:
Raz has been served with a lawsuit from the morgan & morgan (law firm). There is an allegation that on (B)(6) 2026, raz mobile shower commode chair (raz-sp) failed, broke and impaled user, causing user to sustain significant and catastrophic injuries.

Manufacturer narrative:
Raz design inc. Has not received any detailed information, photographs, or supporting evidence regarding the reported incident. At this time, raz is awaiting additional information in order to initiate a full and proper investigation. Section h6 has been completed based on preliminary assumptions. The selected codes are therefore provisional and may be incorrect. These entries were required to proceed with the form; however, they will be updated as necessary once further details are received and the investigation progresses.